Event description:
A 3.0 mm diameter x 12 mm length driver rx coronary stent sys was inserted into a pt for the treatment of an lad lesion. The vessel morphology was reported as non-tortuous with no calcification and 99% stenosis. The lesion was pre-dilated. It was reported that the physician inserted the driver stent delivery sys and was attempting to inflate the balloon. The physician stated that the stent was dilated and that appeared to be dog-bone in shape. The physician went to remove the delivery sys and it was stuck. The physician pushed and pulled and used excessive force to remove the delivery system. The guide catheter was deep seated while attempting to remove the delivery sys and had to be re-engaged. The physician stated that he could see the stent on cine; however, it was now located slightly down from the puncture site at the femoral region. It was reported that the physician attempted to remove the stent with a catheter; however, this was unsuccessful. The physician cut open the puncture site and removed the stent from the pt. No add'l clinical sequelae were reported and the pt's. Please note that this device is distributed outside the united states.

Manufacturer narrative:
Other - secondary intervention. Results and conclusion: (99% stenosis). Eval summary: medtronic has rec'd the device and its analysis has been completed. There were some twists and bends on the shaft. The crimp/bake impressions were evident on the partially inflated balloon. The stent was flattened in the mid section and deformed on both ends. The mid section of the stent was flattened. Two stent segments on one end of the stent were flattened with some struts stretched. The stent struts on the other end were severely damaged and deformed. Although the lesion was predilated for 2 inflations with the 2.0 mm balloon, the pre-dilatations may not have been sufficiently effective in opening the stenosis and this may have resulted in the difficulties experienced during deployment of the driver rx stent. Communication from the account indicate that the physician thought the stent had deployed successfully, however, based on the appearance of the returned device, the balloon had not inflated fully, therefore, the stent could not be successfully deployed. The event description states that the physician inflated the device at the target lesion to 9 atms. The physician noted that the stent had dilated in a "dog-bone" configuration and attempted to post-dilate by moving the balloon to the proximal end of the stent. However, the balloon was stuck and the physician "pushed and pulled sds to withdraw, but it was completely stuck, therefore, he withdrew it with strong force". The physician confirmed that the stent had moved slightly from the target site and attempted to retrieve the stent using another catheter. However, the physician could not retrieve the stent and had to cut open the vessel to remove the stent. Info rec'd from the account confirmed that the stent was inspected prior to use and negative prep was completed with no issue noted, the balloon pillows were only slightly inflated and the balloon did not have the appearance of having been inflated to 9 atms. The folds along the body of the balloon were still intact. Based on the eval of the returned device and stent, it appears that the balloon pillows were slightly inflated and the distal and proximal stent segments were somewhat expanded. However, the body of the balloon did not appear to have been inflated, and so the mid stent segments did not expand which may have resulted in the difficulties encountered by the physician when withdrawing the balloon from the stent.